Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency diagnostic procedure. The procedure was completed as planned after the system was restarted. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and assessment of the system logs found that the geometry pc had failed to boot up and table movements were partially unavailable. The fse replaced the motherboard battery, cleaned and reconnected the ipc software and re-downloaded the ipc software. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.